Event description:
It was reported that a patient preparing a supply change observed insulin leaking from the cartridge, and review of the process determined the patient had connected the cartridge and connector outside of the ilet; the patient was educated on the correct connection method and the complete supply change procedure and then successfully completed the change using a cd infusion site. No symptoms were reported. Outcomes included no alerts, alarms, or medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed an infusion set and cartridge connection error consistent with an infusion set deployed incorrectly or an infusion set connector not attached correctly. It was concluded that user technique during setup was the cause, and correction through education resolved the issue.